Event description:
On (B)(6) 2011, clinic notes were received from the vns treating physician. Clinic notes dated (B)(6) 2011 revealed that high impedance was discovered. A system diagnostics test performed showed output=limit/lead impedance=high/dcdc=7/eri=no. The patient's settings were output=1.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=2.0ma/magnet on time=60sec/magnet pulse width=500usec. The physician referred the patient for x-rays and for lead revision surgery. Also on (B)(6) 2011, the manufacturer's consultant reported that the vns patient had been experiencing painful stimulation prior to the high impedance being discovered. The patient's programming history was reviewed and a battery life calculation was performed which revealed 2.46 years until eri=yes. Attempts have been made for additional information from the physician, but no further information has been received to date. Although surgery is likely, it has not yet occurred.

Event description:
On (B)(6) 2011, additional information was received when it was discovered that the vns patient's family has decided not to replace the patient's vns.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.